Event description:
Journal reference: roth tj, vandersteen dr, hollatz p, inman ba, reinberg ye. Sacral neuromodulation for the dysfunctional elimination syndrome: a single center experience with 20 children. J urol. 2008;180(1):306-311. Recent advances in neuromodulation have demonstrated promise in treating children with the dysfunctional elimination syndrome refractory to medical management. Sacral nerve stimulation with the interstim implantable device has been used in adults for management of chronic urinary complaints. However, there are few data regarding the usefulness of sacral nerve stimulation in children. We report our experience with sacral nerve stimulation for severe dysfunctional elimination syndrome. A total of 20 patients with the dysfunctional elimination syndrome refractory to maximum medical treatment underwent sacral nerve stimulation at our institution. Patients were followed prospectively for a median of 27 months after the procedure. Reportable event: two patients required lead replacement.